Event description:
It was reported that during a procedure performed on (B)(6) 2012, upon attempted insertion of the peek cage, the top of the cage fractured off. The doctor ground the fractured surface of the cage that was already in place in the pt and completed the procedure using the fractured plate. The portion of the cage that fractured off was retrieved and returned for evaluation.

Manufacturer narrative:
Device evaluation is in process. Upon completion, a follow-up report will be submitted.